Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation, flail leaflets and an extremely degenerated mitral valve for a mitraclip procedure. Due to the flail leaflets it was difficult to steer the guide without interacting with leaflets. Positioning was determined to be good and the clip was advanced into the mitral ventricle, however an anterior leaflet flail had contact with the gripper. Troubleshooting was performed, by inverting the clip and retracting into the atrium was attempted but was not possible. The clip was at a good position and was able to successfully grasp/capture the leaflets with both of the grippers lifting. The posterior leaflet was captured successfully, visualization and interaction with the gripper on the anterior leaflet made it unclear to determine successful capture of the anterior leaflet. The clip was deployed and stable on the leaflets. The final mr was unchanged at grade 4. There was no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was due to the reported heart and entrapment of device (leaflet caught on gripper) appear to be due to the flail; therefore, attributed to morphology/pathology. The reported patient effect of unchanged mr appears to be due to the clip being deployed without a good grasp. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed at where it was caught. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.